Event description:
Rptr experienced pain which radiated from her hip down to her ankle. This situation made her unable to walk. As she stated "(it) feels loose and I have to wait until (it) is attached so I can walk."